Event description:
On (B)(6), I was implanted with the essure permanent contraception device, I immediately had pain, which I expected as normal, but instead of going away, it has gotten worse and worse. I am now in chronic pelvic pain which becomes severe if I do any type of exercise, including just walking. I've also had overall abdominal pain and inflammation and bloating, as well as old elbow and knee injuries which have not bothered me in years starting to hurt again. I am seriously concerned. I knew nothing about this product before being implanted with it, but after experiencing pain and searching for information, I found reams of information online about severe adverse effects from the essure device. I am seriously concerned that this product is being offered to women given the serious side effects and numbers of problems, and lack of adequate testing. I have a doctor appointment in three weeks to discuss having this device removed, and I am concerned that I will have to have a hysterectomy, something I never would have chosen. I'm also concerned about other possible problems, such as device migration or perforation of organs. I am seriously praying that I will be able to have this thing removed without lasting adverse effects. This device ought not to be on the market given the number of problems being reported.